Manufacturer narrative:
Pc-(B)(4). Batch # v9602d. Date of event unknown. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the device did not fit into usually user trocar. It fit into trocar, but could not be brought to home position. No harm to patient. Procedure: sleeve resection.

Manufacturer narrative:
(B)(4). Batch # v9602d. Date of event unknown. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the device did not fit into usually user trocar. It fit into trocar, but could not be brought to home position. No harm to patient. Procedure: sleeve resection.

Manufacturer narrative:
(B)(4). Date sent: 4/13/2022.

Manufacturer narrative:
(B)(4). Date sent: 7/11/2022. D4: batch # 483a18. Investigation summary the product was returned to ethicon cincinnati for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the psee60a device was returned with the joined cover damaged, a gst60g reload present and an unknown trocar was received along with the device. The reload was received fully fired. During the visual inspection, the device had several small dings on the articulation crimp rings but fit properly through a test ees b10lt trocar. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: slide the knife reverse switch forward to return the knife to the home position. The event described could not be confirmed as the device performed without any difficulties noted and the shaft pass through a test trocar as expected. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The damage to the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.